Event description:
This report received indicated that during coil emobolization of an anterior communicating artery aneurysm, a section of the coil protruded and remains in the parent artery. During placement of the last coil, the microcatheter slipped out of the aneurysm. An effort was made to reposition the microcatheter by forwarding the microcatheter and at the same time withdrawing the coil into the microcatheter; however, this failed. The detachment marker remained at the spot of the siphon. This resulted in the coil being 2/3rd within the aneurysm and 1/3rd within the internal carotid artery. It was reported that the proximal end has a lower density. It was thought that possibly friction was related to this event. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.